Manufacturer narrative:
The date device returned to manufacturer was documented as 7/17/2018 in the initial report and has been updated as 7/16/2018. Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device failed for no short circuit between sensor ground and connector body. During service/repair, it was determined that there was moisture on the flex circuit. During the assessment, it was determined that a burnt out of the device was not verified; however, there was an electrical issue observed. It was determined that the root cause of the issue was due to moisture on the flex circuit, which caused the short circuit. It was determined that the issues were consistent with improper cleaning and the component damage was caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was burnt out. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.